Manufacturer narrative:
An investigation was initiated in response to a customer complaint for false resistant oxacillin results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref (B)(4), lot 1321130103). The customer¿s isolate was received and identified as staphylococcus lugdunensis via the vitek® 2 (99% confidence x2) and vitek® ms (99.9% confidence). It is unclear how the customer identified the isolate as staphylococcus aureus. Investigational testing of the isolate included vitek® 2 ast-gp67 test kit cards from the customer¿s lot (1321130103) and a random lot (1321316203), all in duplicate. In addition, oxacillin agar dilution and cefoxitin disk diffusion were also performed. For all cards tested, an oxacillin mic = 4 mg/l (resistant) was obtained, while aes modified the cefoxitin screen result from negative (susceptible) to positive (resistant). Oxacillin agar dilution yielded mic = 4 mg/l (resistant) and cefoxitin disc diffusion was susceptible (28 mm). Conclusion: the isolate was identified as staphylococcus lugdunensis instead of staphylococcus aureus. The customer¿s resistant oxacillin results were reproduced; however, testing of the isolate showed the vitek® 2 cards are in essential and categorical agreement with the reference method and are performing as intended. Ast-gp67 lot 1321130103 met final qc release criteria. The lot passed qc performance testing. See h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of false resistant oxacillin results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 (ref 22226, lot 1321130103). Oxascreen and rapid (B)(6) testing were performed as alternative methods. Vitek® 2: oxacillin = resistant. Oxascreen: oxacillin = susceptible. Rapid mrsa: negative. There is no indication or report from the laboratory that the false resistant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.